Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) and physician could not confirm atrial capture. It was also reported that right ventricular (rv) lead exhibited t-wave oversensing (twos). It was reported that the ventricular electrogram (egm) is showing two sets of rates at the same time. Implantable pulse generator (ipg) system remains in use. No patient complications have been reported as a result of this event.